Manufacturer narrative:
(B)(4) b5 describe event or problem - correction , h2 additional information/corection, h6 health effect - clinical code - additional, h6 medical device problem code - correction.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient called to request a replacement transmitter and sensor because while in the hospital as the cgm components were taken off from her body. There was no information whether the patient's hospitalization was the result of a dexcom malfunction. Prior to the event, the patient was not feeling well and was sick (no specific symptoms provided). There were no bg or cgm values provided for the event. The patient was treated with unremembered medications in intensive care unit (ICU). The patient was discharged after 2 weeks and was doing fine at the time of the call. The patient declined to provide further details. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient an inaccuracy and was taken to the intensive care unit. The patient was treated with unremembered medications. While in the hospital, the sensor and transmitter were removed. The patient was discharged after 2 weeks and was doing fine at the time of the call. The patient declined to provide further details. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.